Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2017 with the following findings:. The pump's black box data from the date of the alleged event had been overwritten due to continued use of the device. The available black box data showed that the pump was delivering accurately. The pump passed a delivery accuracy test and was found to be delivering within range.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that on the same date, the patient had an automobile accident due to low blood glucose. The reporter stated that emergency protocol was initiated but the patient was not hospitalized. The reporter did not provide any blood glucose (bg) values or signs/symptoms of hypoglycemia. The reporter did not specify what type of treatment the patient received for the alleged low bg. Troubleshooting could not be completed at the time of initial contact. Customer technical support made multiple attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hypoglycemia resulting in an automobile accident associated with an alleged non-specific inaccurate delivery issue.